Manufacturer narrative:
The insulin pump had an unexpected blank display after battery insertion due to corroded battery tube. Unable to verify the operating currents or test the off no power alarm due to blank display. The device was received with following cosmetic damage: cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that the battery compartment was corroded and was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.